Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported an infusion pump with a failure code 538:320:844:0000. The failure code was reported to have occurred before use. The hospital representative stated that no patient injury or medical intervention has been reported. No additional contact information was available.